Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a faulty power supply caused the equipment not to turn on, a faulty harness caused lines to appear on display intermittently and dust inside the unit. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, power is coming up till the cord on the back, but equipment cannot turn on, the machine is not switching on the video system center. The issue was found during preparation for a therapeutic laparoscopic cholecystectomy. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is assumed that the device does not turn on due to a failure of the power supply unit. Olympus will continue to monitor field performance for this device.